Manufacturer narrative:
Clinical code is "thyroid".

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging cancer, asthma (new or worsening), kidney disease/toxicity and liver disease/toxicity. In addition, the patient also alleged respiratory tract irritation, thyroid and throat. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.